Manufacturer narrative:
UDI not available for this system at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system covers failed visual and physical examination. Once replaced, the system was functioning as intended and passed checkout. X-stage cover was not returned to the manufacturer for analysis. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system covers was found damaged. No patient involvement.